Manufacturer narrative:
An event regarding off-label use involving an x3 triathlon cs insert #5 19mm was reported. A review of qin (B)(4) version d indicated that the packaging insert which was packaged with the device at the time of manufacture, gives information about using products from other companies with stryker products. The insert strongly advises against the use of another manufacturer¿s total knee component with any of howmedica osteonics¿ total knee components. Any such use will negate the responsibility of howmedica osteonics corp . For the performance of the resulting mixed component implant.¿ based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time.

Event description:
It was reported that patient was revised due to tight knee, patient was having trouble straightening their leg. During the surgery, surgeon chose to use smith and nephew gen ii patella with triathlon knee even though was told this was not recommended and off label. Triathlon and duracon patellas were offered.

Event description:
It was reported that patient was revised due to tight knee, patient was having trouble straightening their leg. During the surgery, surgeon chose to use smith and nephew gen ii patella with triathlon knee even though was told this was not recommended and off label. Triathlon and duracon patellas were offered.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.